Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. The incident generator has been received and is under eval. When the device eval is complete, a f/u report will be submitted.

Event description:
The customer reported that after insertion of the needle, the pump was activated and the ablation was started. However, when the generator output was turned up to 5w, the message "temp over boiling" appeared. Although the needle was replaced and generator was rebooted, the same problem occurred. The procedure was aborted. There was no pt injury.